Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, fold creases, wear abrasion, and an opening on radius. A microscopic analysis was performed which identified: a crease smooth opening on radius and stress marks. Based on the device analysis the final assessment is: an opening due to a smooth crease assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii/IV and a rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and rupture.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii/IV and a rupture. Device has been explanted.